Event description:
A surgeon implanted a cc4204bf collamer plate lens but the cartridge felt tight and tore the lens while it was being inserted. The lens was removed in pieces and there was no patient injury. The nurse stated it was unknown as to why the lens tore. An indigo-p injector and an sfc-25 fp cartridge were used but the contact was unable to recall the lot numbers.

Manufacturer narrative:
Visual inspection of the product found the optic torn and a piece of one haptic torn off missing. There was evidence of surgical residue/debris. A work order search was performed and no similar complaints were found within the work order. (No conclusion can be drawn): based on the complaint history, a work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.